Event description:
Boston scientific received information that during implant, this right ventricular (rv) lead could not be connected to the device. After the rv lead could not be connected to the appropriate port, the physician began troubleshooting. First, the port was relieved of extra air and the set screw was retracted. When this didn't resolve the issue, the physician tried inserting another lead -- the ra lead -- into the rv is-1 port and could do so without difficulty. Not knowing if the device was to blame, the device was replaced and the same rv lead was inserted. However, the rv lead again could not be inserted into the appropriate port on the new device so, the rv lead was replaced; the new rv lead was connected to the new device successfully. During the procedure, the lv lead became dislodged and had to be reconnected, prolonging the implant.) Despite the lengthy procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed, and an updated report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the returned portion of lead revealed the is-1 proximal seal rings were lifted from the surface below them. An unsuccessful attempt was made to insert the is-1 terminal connector into the appropriate port of a laboratory device. The inability to insert the rate/sense portion of this lead into the port on a device is attributed to the lifted seal rings.